Manufacturer narrative:
The technician replaced the brake casters and brake caster supports on the head end of the bed to resolve the issue.

Event description:
The technician alleged the head end brake caster is ratcheting while in brake mode. No patient impact.